Manufacturer narrative:
(B)(4). This complaint for use error-breach in aseptic technique was confirmed because the nurse reported that there was a break in aseptic technique as the patient made a mistake/touch contamination, which resulted in peritonitis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. Since the lot number is unknown, no batch review will be performed. A 510k number will not be provided in the MDR as the product code and lot number are unknown. A sample is not required for use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Event description:
This report is from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of patient made mistake/touch contamination and bacterial peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, patient made a mistake and touch contamination occurred which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident. The nurse provided additional information regarding this peritonitis event. The pd nurse stated the cause of this peritonitis was the patient changed her transfer set by herself and did not use proper aseptic technique. The patient was trained to not change out her transfer set by herself. The pd nurse reported baxter had inadvertently sent the new transfer set to the patient's home and the patient thought she was to change the set herself. The patient was treated with vancomycin and ceftaz antibiotics. The patient has recovered from this peritonitis event.

Manufacturer narrative:
(B)(4).